Event description:
It was reported that a patient was feeling electrical shocks across her feet. It was also stated that the patient never used her implantable neurostimulator (ins). The ins was "for her hands." It was mentioned that the patient also got "terrible" muscle spasms, almost always at night. It was also stated that the patient fell all the time. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with her device or therapy. The patient crossed out the piece about not having sought further help, so it was unclear if she had sought further help or not.